Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery off no power alarms noted. Insulin pump functioned properly. Insulin pump had a corroded battery tube noted during visual inspection. Insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported problems with the battery longevity on her insulin pump. Customer's blood glucose was 159 mg/dl. It was found that the customer was not using rechargeable or previously used batteries. The customer was also not pressing their buttons excessively, frequently using their backlight, or rewinding their insulin pump daily. No additional information provided.